Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with cracked battery tube threads and scratched lcd window.

Event description:
It was reported by the customer's mother that their healthcare provider had advised her to request customer's insulin pump be replaced due to insulin not being delivered. Customer's mother stated that during the rewind process, an unidentifiable sound was coming from the device and the piston would not rewind completely. Per customer and healthcare provider's request, insulin pump is being replaced. Customer's blood glucose level was 326 mg/dl at time of reporting. Nothing further reported.